Event description:
It was reported that when the device was used during an unknown procedure, it would not staple. Another device was used to complete the case with no consequence to the pt. The device was discarded.